Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a low battery limit alarm. Customer states issue occurred a few times, but was able to get insulin pump to work. Customer also reports to have received a blank display screen. Customer was advised that since he received a battery out alarm during normal use, it may indicate a loose battery cap. Customer was advised that battery cap will be replaced and to call should issues persists. No further information provided.